Event description:
We have been informed that during posterior procedure error message las11 occurred. Surgical procedure was completed with another device. No report that actual patient/ user harm occurred. However, due to the reported event surgery was prolonged >30 minutes.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and both a laser interface and a laser mainhouse were provided for investigation. Review of the logfiles confirmed the occurrence of the reported las11 error message. Investigation of the returned laser interface did not reveal any anomalies; it worked according to d.o.r.c specifications. Investigation of the returned laser mainhouse revealed the error f11a (las11) during start-up, and the pump diode power is not according to specifications. The diode is defective. Based on investigation results, it was determined that the reported complaint is attributable to a random component failure of the pump diode of the laser module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (lm-lh-diode). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during posterior procedure error message las11 occurred. Surgical procedure was completed with another device. No report that actual patient/user harm occurred. However, due to the reported event surgery was prolonged >30 minutes.